Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of fungal peritonitis of a patient coincident with unknown dianeal for peritoneal dialysis therapy. This report was received from a nurse on (B)(6) 2012. The nurse at the treating renal unit stated the patient developed peritonitis and the causative organism was fungal. The patient has been moved to hemodialysis. No further information has been received. No further information is available.

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product code and lot number in the incident were unknown; therefore, 510k number is unknown. Since the lot number is unknown, no batch review will be performed. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available.